Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field application specialist discovered the customer's pre-analytics were insufficient when using plasma samples for testing. The customer did not respin the plasma patient samples prior to testing. Per product labeling, "re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement." The investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
The field service engineer discovered the sipper nozzle and the liquid level detection wire were slightly out of alignment. He adjusted the sipper nozzle and the liquid level detection wire. He performed an instrument check with acceptable results. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for one patient tested on a cobas 8000 e 801 module. The initial patient result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. The patient's initial vitamin d result was 67.5 ng/ml, and the patient's repeat result was 31.5 ng/ml. Vitamin d reagent lot number was 446894 with an expiration date of 31-dec-2020.